Event description:
A company representative reported that a patient underwent revision surgery to address two everest polyaxial screw tulip disengagements. This report captures the first of two screws.

Event description:
It was further reported that the patient fell and experienced pain.

Manufacturer narrative:
Additional data: b5, h3 h6 coding has been updated to reflect completion of the investigation.